Manufacturer narrative:
The device's logs have been evaluated by subject matter expert from manufacturer's site. On the provided date of event (21st september, 2023), there are no records indicating the start of ventilation. The last use of the device is recorded in the logs on 16th september, 2023. The provided device's logs do not contain any technical errors or test failures to indicate that there was a ventilator malfunction. The solution to the issue is unknown and is not possible to know which parts have been found defective. Therefore, the root cause cannot be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator stopped during ventilation. There was no patient harm reported. Manufacturer's ref. #: (B)(4).